Event description:
Patient undergoing laparoscopic hernia repair. Instrument in question had been used throughout procedure at various times. Instrument was re-introduced through trocar sheath and part of instrument jaw noted to be missing. Physician assisting on case stated he saw the price fall into the wound on a prior used but did not mention it to operative physician or staff. X-ray of abdomen taken which confirmed presence of instrument jaw piece. Device is a grasping forcep used to clamp/retract tissue. No surgery done to remove jaw piece as physician stated it would not harm patient due to its sizedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.